Event description:
The customer reported the device screen is black and displays a vent inop data acquisition pcba adc reference failure message. The customer reported the ventilator was in use on a patient and there was no patient harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is an internal communication link used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors. This will result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Manufacturers service engineer replaced the data acquisition pcb and the data acquisition pcb to motor controller pcb cable to address the problem.

Event description:
Factory analysis of the returned data acquisition pcb board and cable identified no failures. No faults were found during testing.